Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon initiation of capture testing, it was revealed that the right ventricular lead exhibited noise at the onset of the test. Noise was reproduced with isometric arm exercises. It was suspected that the right ventricular lead was fractured. Lead revision procedure was discussed. The patient is rv pacing dependent. No interventions were made at this time. The patient was discharged.